Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided and the manufacturing date is unknown. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the specific cause of phenomenon could not be identified. The device was not returned for evaluation. The cause of the broken connecting tube is unknown. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. It will be returned once the replacements are received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the connecting tube was broken. It was reported that the connector's right and left leg continued to fall off. It was also reported that oer-elite endoscope reprocessor was intermittently receiving an eo61 error code, the issue was due to the connecting tube. The issue was found during reprocessing. There were no reports of patient harm.